Manufacturer narrative:
(B)(4). A review of the device history record and service history record revealed no issues that could have caused or contributed to the patient passing away. A review of the device event history revealed no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported difficulty. Baxter product analysis laboratory (pal) evaluated the device. The device passed both the homechoice (rite) returned instrument test evaluation electrical test and the homechoice rite functional test and was determined to meet performance specifications. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the home patient passing away.

Manufacturer narrative:
(B)(4). Return of the device has been requested, however, it has not been received to date. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. On the same day, the pt was found unresponsive (loss of consciousness) at home and was transported to the emergency room (ER). On the same day, the pt died while in the ER. The cause of death is unknown, an autopsy was not performed, and a death certificate was not available at this time. Dianeal therapy was ongoing until the time of death. The pt was not on a homechoice device at the time of death. Additional information was requested but is not available.